Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 500mg/dl to over 600mg/dl and high levels of ketones. A correction bolus was delivered and manual injections were administered to address the bg level. Supply changes were performed to address the occlusion alarms. The customer alleged there was an underlying pump issue causing the occlusion alarms. Tandem technical support educated the customer in regards to occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy. During a follow-up, it was reported an additional occlusion alarm occurred. No additional information was provided regarding this additional occlusion alarm. Reportedly, the customer reverted to manual injections for insulin therapy.